Manufacturer narrative:
(B)(4). Additional information: batch # m52r4p. Conclusion: the analysis found that one plee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Batch # ni.

Event description:
It was reported that during a gastric sleeve procedure, the instrument jaw was deformed after the second reloading and firing with gore seam guard staple line reinforcement material. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.